Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial and ventricular leads into the header of the pulse generator. After applying silicone lubricant, the leads inserted into the header and the device was implanted. There were no clinical incidents or adverse patient events.

Manufacturer narrative:
.